Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was "high", but did not require medical intervention.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B5: it was reported that a malfunction alarm occurred. The customer reverted to alternative method of insulin delivery. Customer¿s blood glucose (bg) level was "high" on cgm, with moderate ketones. Customer addressed elevated bg with a manual dose injection. B5: it was reported that a malfunction alarm occurred. The customer reverted to alternative method of insulin delivery. Customer¿s blood glucose (bg) level was "high" on cgm, with moderate ketones. Customer addressed elevated bg with a manual dose injection.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was xx mg/dl.